Event description:
It was reported that a standard bore catheter extension set experienced a no flow. This malfunction occurred in the radiology department while using a non-baxter rapid infuser in attempts to put a patient under anesthesia. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.